Manufacturer narrative:
D10 concomitant products: egia45amt, egia45amt egia 45 artic med thick sulu, (lot # p5m0502); egia45amt, egia45amt egia 45 artic med thick sulu, (lot # p5m0502); egia45amt, egia45amt egia 45 artic med thick sulu, (lot # p5m0502). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, the scrub nurse reported that after retracting the first reload, a clear small plastic-like granule was adhered to the surface of the stapler was observed. After a comprehensive check of the sterile field, the scrub nurse found a second plastic-like fragment in the kidney basin which held other used reloads. A total of four reloads had the issue. It was suspected that the clear plastic-like granules have fallen from the staplers and into the cavity. The surgeons and nurses spent an additional time of about 60 minutes searching the cavity for fallen plastic-like fragments to ensure that no foreign objects remained before closing the wound. The detached plastic-like fragments have been retrieved from the patient as the nurses spotted the fragments.